Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was in the 200 mg/dl range. As the alarms occurred in the past, troubleshooting was unable to be performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was could not be verified due to a different issue that was identified.